Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that he patient underwent a cervical fusion at c4-c5 <(>&<)> c6-c7. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with cervical radiculopathy secondary to herniated intervertebral discs at c4-5 and c5-6. The patient underwent anterior cervical discectomy, left sided approach, c4-5, and c5-6, followed by arthrodesis at each level with insertion of inter-body fusion device followed by segmental fusion with instrumentation at c4-c6. As per-op notes, ¿a 8mm advanced ¿acf¿ spacer filled with rhbmp-2 was selected and after placing the rhbmp-2 into the c5-6 inter-space, it was driven to the correct position. Thereafter, rhbmp-2 was placed into the c4-5 interspace and placed laterally. A 7mm advanced ¿acf¿ spacer filled with rhbmp-2 was then placed into the c4-5 interspace and driven to the correct position.¿ the patient was in a stable condition.